Manufacturer narrative:
Explant due to stenosis was reported. The investigation found that all leaflets had fibrous pannus ingrowth extending onto their base. Leaflet 1 and 2 contained calcifications and leaflet 1 was also torn. Leaflet 2 had a thin layer of fibrin on both surfaces with histiocytes within it. Leaflet 3 had fibrous thickening and a horizontal fold at the free edge of the cusp with incomplete co-aptation. The was no acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus and calcifications noted could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta gt valve was successfully implanted. It was noted that the aortic annulus was severely calcified. A trifecta sizer set was used to size the native valve prior to valve implant, and it was measured to be 23mm. On (B)(6) 2023, the patient experienced dyspnea and was admitted to the local hospital with suspected mitral regurgitation. A mitral-valve-plasty (mvp) was performed on the native valve and systolic anterior motion (sam) had occurred, which was confirmed to have caused the mitral regurgitation. On (B)(6) 2023, a double valve replacement procedure was performed to treat mitral regurgitation and aortic stenosis in the abbott valve. A 25mm non-abbott valve was implanted into the native mitral valve. The trifecta valve was explanted from the native aortic valve and a 21mm non-abbott valve was implanted as a replacement. It was noted that calcification was not remarkable, but pannus was observed on the explanted valve. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.